Event description:
After initial implant, bulging at the spine was noted. A second surgery was performed to repair a leak in the catheter. Later, the pt presented with redness at the pocket site. The physician started treatment with oral antibiotics (type and dose not specified) to manage a skin infection over the pump. No cultures were obtained. The pt initially reported that there was no response to the therapy, and bulging at the same site as the first time was noted. Two months after initial infection diagnosis, the physician reported that the infection resolved. The pt's pump contained morphine. Reference MFR report #6000030200801934.